Event description:
The customer reported that the device, 60-8005-001, system 5000-english panel-120v, was being used during a removal of skin tags on right axilla on an unknown date when it was reported ¿veteran presented to surgical procedure clinic for removal of skin tags on right orbital and right axilla. Skin tag on right orbital was removed via fulguration with no complication. After right axilla was prepped with chlorohexidine, md then proceeded to fulgurate skin tag on lower right axilla. Immediately after beginning, the armpit hair ignited, and flame was observed. Md doused out flame with a sterile blue towel. Veteran denied any specific pain and wanted to proceed with procedure. Area was cleansed with normal saline and then shaved before attempting to proceed with procedure. Area was then cleansed with chlorohexidine again, and upon attempt to fulgurate, armpit again was ignited. Flame observed for the second time. Veteran stated that he used a rollerball deodorant the morning of his procedure. At this point, the handheld cautery was changed to a new pencil and the settings on the conmed were lowered. Md proceeded after checking with veteran and assessing pain and discomfort to remove 4 skin tags from the armpit.¿. There was no report of injury, medical intervention, or hospitalization for the patient. A good faith effort was completed to try and obtain additional information; however, the reporter has not responded to date. Facility has two devices, and it is unknown which device was used during this procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A DHR review was not conducted as the device has been in the field greater than 12 months. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, (B)(4). Per the instructions for use, the user is advised that precautions must be taken to restrict flammable materials and substances from the electrosurgical site. They may be present in the form of an anesthetic, life support, skin preparation agent, produced by natural processes within body cavities or originate in surgical drapes, tracheal tubes or other materials. Skin to skin contacts, such as between the arm and body of a patient or between the legs and thighs, should be avoided by the insertion of dry gauze. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-8005-001, system 5000-english panel-120v, was being used during a removal of skin tags on right axilla on an unknown date when it was reported ¿veteran presented to surgical procedure clinic for removal of skin tags on right orbital and right axilla. Skin tag on right orbital was removed via fulguration with no complication. After right axilla was prepped with chlorohexidine, md then proceeded to fulgurate skin tag on lower right axilla. Immediately after beginning, the armpit hair ignited, and flame was observed. Md doused out flame with a sterile blue towel. Veteran denied any specific pain and wanted to proceed with procedure. Area was cleansed with normal saline and then shaved before attempting to proceed with procedure. Area was then cleansed with chlorohexidine again, and upon attempt to fulgurate, armpit again was ignited. Flame observed for the second time. Veteran stated that he used a rollerball deodorant the morning of his procedure. At this point, the handheld cautery was changed to a new pencil and the settings on the conmed were lowered. Md proceeded after checking with veteran and assessing pain and discomfort to remove 4 skin tags from the armpit.¿. There was no report of injury, medical intervention, or hospitalization for the patient. A good faith effort was completed to try and obtain additional information; however, the reporter has not responded to date. Facility has two devices, and it is unknown which device was used during this procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.